Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 1.59 mmol/l. The sample was repeated on another analyzer and the result was 1.96 mmol/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.